Event description:
It was reported that cadd legacy plus pump was experiencing inaccurate delivery of medication. No further details provided.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition. All was intact. There was no evidence of the error or reported problem recorded in event history log. The reported problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No problem found. No corrective action was taken as the root cause of reported problem was not determine as the complaint was not confirmed. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.